Manufacturer narrative:
The device was found in good physical condition. The logs were downloaded 14-jun-23 and sent for review. The log review found the following: "engineering finds that the infusion finished after delivering 164 ml at 13.7 ml per hour. Then there was a new infusion, for 800 ml and the rate was the same 13.7 ml/hr. Then later the infusion stopped, and the rate was changed to 137ml/hr and 150ml/ hr (for volume to be infused (vtbi) :780ml). All the infusions were working as expected for the changes made by key press events". The delivery accuracy test was performed 3 times to test the consistency of delivery. All 3 deliveries measured 20.6ml. None were under deliveries. The customer complaint of "IV pump beeped to say complete but the full dose had not been delivered" was not confirmed during the log review or replicated during testing. D9 - date returned to mfg - 6/10/23.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 "beeped to say complete but the full dose, of unknown medication, had not been delivered¿. Pump log download has been requested however not yet been obtained by the user facility to verify prescribed pump settings. There was no fluid/medication that was expected to be left in the container and there was some fluid/medication that was actually left in the container. There was no pump alarm or malfunction. There was patient involvement but no patient harm was reported.